Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: o negative, sometimes allergic to antibodies a or b. Concurrent conditions included blood group o. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced haemolytic transfusion reaction ("I needed a blood transfusion and thats when they found that I had antibodies"), gastric ulcer haemorrhage ("bleeding ulcer"), helicobacter gastritis ("h. Pylori in my stomach its a bacterial infection"), rash ("rash"), urticaria ("hives") and injection site inflammation ("injection site was all inflamed") and was found to have haemoglobin decreased ("hemoglobin went from 13 to six"). The patient was treated with surgery (she had essure removed). Essure was removed. At the time of the report, the medical device removal, haemolytic transfusion reaction, gastric ulcer haemorrhage, helicobacter gastritis, rash, urticaria, haemoglobin decreased and injection site inflammation outcome was unknown. The reporter considered gastric ulcer haemorrhage, haemoglobin decreased, haemolytic transfusion reaction, helicobacter gastritis, injection site inflammation, medical device removal, rash and urticaria to be related to essure. Gastric ulcer haemorrhage, haemoglobin decreased, haemolytic transfusion reaction, helicobacter gastritis, hypersensitivity, injection site inflammation, medical device removal, rash and urticaria. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality safety evaluation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), haemolytic transfusion reaction ('I needed a blood transfusion and that's when they found that I had antibodies') and gastric ulcer haemorrhage ('bleeding ulcer') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced haemolytic transfusion reaction (seriousness criterion medically significant), gastric ulcer haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic to antibodies a or antibodies b sometimes its like a y and sometimes talk to u"), rash ("rash"), urticaria ("hives"), helicobacter infection ("h. Pylori in my stomach its a bacterial infection") and injection site inflammation ("injection site was all inflamed") and was found to have haemoglobin decreased ("hemoglobin went from 13 to six"). The patient was treated with surgery (she had essure removed). Essure was removed. At the time of the report, the medical device removal, haemolytic transfusion reaction, gastric ulcer haemorrhage, hypersensitivity, rash, urticaria, haemoglobin decreased, helicobacter infection and injection site inflammation outcome was unknown. The reporter considered gastric ulcer haemorrhage, haemoglobin decreased, haemolytic transfusion reaction, helicobacter infection, hypersensitivity, injection site inflammation, medical device removal, rash and urticaria to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.